Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 197 events were reported for this quarter. Product return status: 29 devices were received. 168 devices were evaluated in the field. Additional information: 197 devices were not labeled for single-use. 197 devices were not reprocessed or reused.

Event description:
This report summarizes 197 malfunction events in which the device had paint chips missing.197 events had no patient involvement; no patient impact.